Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a generated error code and it was attributed to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that the hanger assembly was cracked, the upper case and output connector assembly were broken, the lower case was damaged and the display wire insulation was pinched but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the egp subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Upon further review this complaint does not meet the criteria for a reportable malfunction and should not have been included as an MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The status of the epg is unknown. There was no patient involvement.